Event description:
The reporter stated that the lock unit nut was not locking onto the female luer allowing the novadome to disconnect from the stopcock. The reporter indicated that this had occurred on two occasions but did not provide specific details. This event was reported by the distributor. It occurred at hosp.